Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
The position of the cam when valve was received was 30mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested. Only leaked from the needle holes. The valve was reflux tested, the valve passed the test. The valve was retested for programming. The valve failed the test, during the programming process the cam mechanism only moved very slightly. The valve was then pressure tested at 30mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Review of the history device records confirmed the valve product code ns9008 with lot cpnbhm conformed to the specifications when released to stock on the (B)(6)2013. The root cause of the problem found during is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
The device was implanted via l-p shunt on (B)(6) 2014 at 120mmh2o. In the end of (B)(6), it was noted that the condition of the patient became worse and the distal side of the valve was suspected to be occluded by contrast radiography. On (B)(6) 2014, the removal surgery of the device was conducted and replaced to the competitor¿s ((B)(4)). The setting pressure of the removed valve was 50mmh2o.